Manufacturer narrative:
Lot number: unknown. Expiration date: unknown. Manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there were unknown clots observed while pipetting.